Event description:
Additional information received from the manufacturers representative (rep) reported the patient death was not a device issue. The physician stated it was a cardiac issue and a patient comorbidity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) that following implant the consumer didn't come out of anesthesia well, and passed away. It was unknown what caused or led to this, what diagnostics or troubleshooting were performed, or what actions/interventions were taken regarding the event. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.

Manufacturer narrative:
Additional review determined (B)(4) no longer apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.